Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that cloudiness (invisible images) occurred due to flooding inside couple-charged device (ccd) and coupler. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not re-process or store this product with tweezers, forceps, scalpels, etc. Doing so can cause holes in the camera cable, which could damage the electrical circuit inside the product due to water leakage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a cable air leak. Inspection and testing of the returned device found the image was cloudy due to water infiltration inside the coupler. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the image was cloudy due to water infiltration inside the coupler, there were cable scratches, and the cable was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.